Manufacturer narrative:
It was reported that the cautery device would not turn off. It was discovered when the generator alarmed prior to use. There was no patient contact. No injury resulted and no treatment was indicated. Details regarding the generator settings were not provided. The sample was tested in both the cut and coag modes at 30 watts and the button pressed for several intervals for a total of 5 cycles. The sample performed as intended. No malfunction was identified. The reported issue could not be duplicated. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the cautery device would not turn off. It was discovered when the generator alarmed prior to use.